Event description:
Customer advised she was taken to the hospital on (B)(6) 2015, admitted and treated for dka. She attributed recent elevated blood glucose readings to being ill with what she assumed was the flu. On sunday (B)(6) 2015 at 6:30am, customer was feeling very nauseated and disoriented. Tested her blood glucose and received a reading in the 500s mg/dl and gave herself a 6.0u standard bolus. Mother in-law called 911. When paramedics arrived they tested her blood glucose on their meter. Customer cannot provide what their reading was, but was told by her husband that it was very high. Husband drove customer to the hospital. Customer advised that when they tested her blood glucose initially at the hospital, it was a reading in the 800s mg/dl. She cannot provided specific treatment she received, but she advised they disconnected her pump and maintained her blood glucose through injections. Customer was released (B)(6) 2015. Customer stated she is not returning the pump because she believes a bent cannula contributed to her high blood sugars and that the pump is delivering accurately. Customer has discarded infusion sets with bent cannula. Replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.